Manufacturer narrative:
Information references the main component of the device and the other applicable components are: product ID 389233 lot# j0340504v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2016 product type lead product ID 389233 lot# j0340397v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was explanted because the battery was dead due to normal battery depletion, but the leads were also replaced because they had been malfunctioning and were dead. The leads were on when they thought they were off and vice versa, and shocking was also occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.